Event description:
It was reported that during transport, the ventilator was operating normally until it was removed from the pt for manual ventilation. When the ventilator was reattached to the pt, it alarmed for low pressure and had inadequate volume and pressure. The pt had to be removed from the ventilator and be manually ventilated for the remainder of the flight. On another occasion, it was reported that the ventilator did not deliver volume to the pt with an audible alarm. No pt harm reported.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.